Manufacturer narrative:
The device info is not available. A review of the mfg records for the device could not be conducted. Images were sent to gore for analysis. Further info will be provided.

Event description:
On (B)(6) 2000, the pt was implanted with a gore excluder bifurcated endoprosthesis (first generator) to treat an abdominal aortic aneurysm. The pt tolerated the procedure. On (B)(6) 2013, a computed tomography angiography showed an aneurysm enlargement more than 8 cm. It was reported, the endotension was suspected and the physician is planning a relining procedure in (B)(6). The device info is not available. Images were sent to gore for analysis. No further adverse events were reported.